Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, per complaint details, the patient underwent revision due to left knee pain and stiffness. Patient specific clinically relevant documentation had not been provided as of the date of this medical investigation. The clinical root cause of the revision was reportedly pain and stiffness; however, the root cause of the symptoms could not be confirmed nor concluded. The assessed patient impact beyond the reported symptoms and resolved outcome could not be determined. No further medical assessment could be rendered at this time. Should clinically relevant documentation/information become available, the clinical/medical task may be re-evaluated. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes could be alignment, fit/size of device used, traumatic injury or joint tightness. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Internal complaint reference case (B)(4).

Event description:
It was reported that, after a tka surgery, a patient underwent a revision surgery on (B)(6) 2017 due to left knee pain and stiffness. This issue was resolved. Further information is not available at this time.